Manufacturer narrative:
Based on the results of the investigation, although the definitive root cause of the reported issue could not be determined, the suggested event most likely occurred due to deterioration and damage to the rubber caused by repeated physical stress during use. The event can be detected/prevented by following the instructions for use in: detected and prevented according to the following ifus 3.3 endoscope inspection and 4.3 using endo-therapy accessories should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited burn marks on the distal end. There was no patient involvement.